Manufacturer narrative:
The reported event was confirmed as the product was returned and examination determined that the tasp exhibits signs of repeated use (nicked and gouged) also was fractured. All pieces were returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. From review it states that the surgeon did not properly set the zuk articular surface provisional onto the tibial plate and the fracture happened due to user's wrong use. Per the instrument/provisional use and care package insert, it states that breakage can occur if the instruments are subjected to high loads or impactions. Per surgical techniques, it states instruction for how to properly insert the zuk articular surface in place "slide the rails on the bottom of the tibial articular surface provisional into the grooves on the tibial fixation plate provisional". Based on the information available, root cause can be determined as user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017- 08198.

Event description:
It is reported that the provisional is fractured.